Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a button error and moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she dropped her pump in the toilet. The customer stated that she was at work and had the pump in her back pocket. The customer stated that she was in a hurry and it fell. The customer stated that the up arrow is not working properly. The customer stated that the pump alarmed weak battery when she performed the alarm test. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
No unexpected weak battery alarms were noted during testing. The pump passed the displacement and off no power tests. All buttons functioned properly. No damage was noted on the keypad traces. The lcd keypad connector was locked properly. The pump was received with high idle currents due to severe moisture on all electronic assemblies. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.